Event description:
Altitude alarm on pump was reported, causing blood glucose level to exceed 500 mg/dl, with specific value displayed as "high." Customer addressed high blood glucose by administering correction bolus through pump and did not require third-party assistance. Technical support instructed the customer to clean speaker holes, remove and reconnect the cartridge, then load a new cartridge. Pump resumed normal operation without recurrence of alarm, following cartridge change.